Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide lens (lg) peeling glue, has debris inside lens. Based on historical data, a root cause cannot be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that foreign matter is visible under the light guide lens (lg) peeling glue, has debris inside lens. There was no patient involvement.